Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with history of deep vein thrombosis and left groin mass had an inferior vena cava (ivc) filter deployed in good position between the renal veins and iliac bifurcation. Approximately one year post filter deployment, CT scan demonstrated perforation of a filter leg outside the wall of the ivc. Approximately two years four months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and venacavogram demonstrated the ivc filter tilted with perforation of two filter legs into the left side of the retroperitoneum. The location of the filter made it not amendable to attempt retrieval and was not manipulated during the procedure. It was recommended not to attempt filter retrieval since the filter had a low risk of migration or causing any future problems. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the provided medical records, the investigation can be confirmed for perforation of the ivc and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 06/2015. Manufacturing date: 06/2013. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted with the filter embedding into the wall of the ivc and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.